Manufacturer narrative:
The product is available for evaluation and testing; however, it has not been received to date. Additional information will be submitted within 30 days of receipt.

Event description:
While introducing the outback into the crossover sheath (cook), it was impossible to slide the device over the steep aortic bifurcation. When pulling back the outback out of the patient, the catheter tip broke within the sheath. The whole system (outback, sheath and broken catheter tip) could be retrieved and the procedure could be finished successfully with another outback. The patient is fine and no consequences are reported.

Manufacturer narrative:
Additional information was received and the following was noted: the age and gender of the patient is unknown. The product looked normal when taken from its packaging. The product was properly inspected and prepped. It is unknown if the cannula actuated smoothly. The physician was experienced with using the device. The aortic bifurcation was very steep. It is unknown if there was any difficulty advancing the device through the csi. It is unknown if the sheath was kinked or bent. It is unknown if there was any excessive force used to advance the device through the sheath. It was initially reported that the tip separated in the sheath inside of the patient. When the product was returned it was noted that the device was separated at the shaft. There was no injury to the patient. Additional information will be submitted within 30 days upon receipt.

Manufacturer narrative:
While introducing the outback into the crossover sheath (cook), it was impossible to slide the device over the steep aortic bifurcation. When pulling back the outback out of the patient, it was initially reported that the tip separated within the sheath. However, upon return of the product for analysis, it was observed that the separation occurred at the shaft. The whole system (outback and sheath) was retrieved and the procedure could be finished successfully with another outback. There was no injury reported to the patient. The product looked normal when taken from its packaging. The product was properly inspected and prepped. It is unknown if the cannula actuated smoothly. The physician was experienced with using the device. The aortic bifurcation was very steep. It is unknown if there was any difficulty advancing the device through the csi. It is unknown if the sheath was kinked or bent. It is unknown if there was any excessive force used to advance the device through the sheath. One non-sterile catheter outback was received coiled inside a plastic bag. The device was returned in two parts. The cannula was broken approximated at 2.5cm from the distal tip end and separated. Blood residues were noted in the catheter. The cannula looked as if it was ripped out since outer liner presented elongation. The separated distal portion was returned inside a plastic bag. It was not possible to measure the cannula usable length due to damage condition of the device. The unit is not functionally usable. No other anomalies were observed in the returned device. Insertion withdrawal test was performed with a lab. Sample 6f cordis sheath introducer and no resistance was felt. Functional analysis could not be performed since the cannula was not in one piece. Analysis was performed to identify the root cause of the cannula separation. Results showed that the body presented evidence of elongations. The evidence found in the distal and proximal sections of the separated cannula pieces suggests that the separation was induced by an external force. The same condition was found at the wire exposed on the distal section of the separation. Cutting was discarded from root cause since the samples does not presents that characteristics. The DHR review could not be performed since the lot number was not provided. The cto catheter system fractured-separated/in patient reported by the costumer was confirmed; however the body external surface presented evidence of elongation and scratching at the surroundings of the separation. The exact cause of the body separation failure could not be conclusively determined. The second failure and cto catheter system resistance/friction-outer body was not confirmed since insertion withdrawal test was performed and no resistance or friction was felt. Based on the information available for review, the attempts made to go over a steep bifurcation may have contributed to the resistance/friction resulting in the damages presented in the cannula. Neither the product analysis nor the sem analysis suggest that the reported failures could be related to the manufacturing process. Therefore, no corrective actions will be taken at this time.